Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up in the clinic with pocket erosion and infection at the implanted device pocket site, along with wound dehiscence. It was noted that the implantable cardioverter-defibrillator (ICD) was found visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ ICD, right ventricular lead, left ventricular lead and atrial lead to resolve the issue. The ICD was replaced. The patient was in stable condition.